Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right atrial (ra) lead fracture. It was also reported that there was kinking with insulation breakdown. The lead was explanted and replaced. No patient complications have been reported as a result of this event.